Manufacturer narrative:
Additional information was received on 06/25/2015. The devices were returned and the result of the visual examination has been made available. Light third body material on the articulating surface of the durom acetabular component. Light wear and scraping on the porous coating and circumferential fins of durom acetabular component. Minimal wear on the articulating and inner surfaces of the metasul ldh large diameter head and head adapter. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Follow-up information received 09/10/2012. Implantation date has been corrected. Correct date to read (B)(6) 2007. The manufacturer still did not receive devices, x-rays, or other source documents for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh will close this case again. (B)(4).

Event description:
It is now reported that the patient underwent revision surgery due to right hip vascular necrosis.

Event description:
It was reported that the pt received an implant on (B)(6) 2007 and has not been revised. It is unk at this time what symptoms the pt experienced. The status of whether or not a revision surgery will be scheduled is unk at this time.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).